Event description:
A customer's son reported that on (B)(6) 2011, his mother received a reading of 250 mg/dl at 6pm that was lower in comparison to a paramedic's meter reading of 555 mg/dl taken at 6:05pm. An additional reading of 400 mg/dl taken at 6:00pm from the paramedic's meter was reported. The caller stated his mother was "unresponsive and having kidney problems, anemia, congestive heart failure, and diabetes". He reported his mother experienced a loss of consciousness. The customer was transported to a health care facility, reportedly diagnosed with hypoglycemia, and hospitalized. The caller described her treatment as "given pints of blood, insulin, ekgs and a variety of tests". No self-treatment was reported. The caller stated his mother had been treated with unspecified oral diabetes medication prior to the event. Upon follow-up, the caller stated his mother was diagnosed with hypoglycemia and treated with glucose, rather than insulin. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A follow-up report will be submitted once investigation results are available. It should be noted the reported readings are inconsistent with the reported treatment and diagnosis. Attempts to clarify this inconsistency were unsuccessful.